Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 41 mg/dl. It was unknown how the customer treated for their low. Customer stated that insulin pump was showing low and the insulin pump was suspended but still giving insulin. It was unknown that the customer was using automode feature at the time of incidence or not. The pump will be returned for analysis.